Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6: the drive shaft minimum 520 mm length for use with ria (part # 314.743, lot # 15803-01, mfg # 09-may-2011) was received with the distal tip of the shaft broken off. This is consistent with the reported complaint condition, thus confirming the complaint. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. According to the complaint the device was damaged during sterile processing. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part number: 314.743. Synthes lot number: 15803-01. Release to warehouse date: (B)(6) 2011. Manufacturing site: synthes monument . The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Additional/corrected data- d10, e1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the long reamer irrigator aspirator (ria) shaft went through the hospital washer, caught in a door and broke the tip off. There was no patient involvement. This report is for one (1) drive shaft- minimum 520mm length for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
05/01/2019: update event description: it was reported that on an unknown date, the long reamer irrigator aspirator (ria) shaft was found in the washer pinned between the rack and the wall. When removing the ria shaft, the shaft popped, and it was where the breakage believed to have happened. It was noticed when the set was being put together. There was no patient involvement. This complaint involves one (1) device.